Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 4 was deployed. When the second collagen plug was deployed the sheath broke down the middle into two pieces and a portion remained in the tissue tract. A vascular surgeon was called in and the sheath was removed using a cut down. An antibiotic was given at that time and the pt sent to recovery. The pt was discharged four hours later. No further complications were reported.